Event description:
It was reported that the user experienced a low blood glucose while using the ilet bionic pancreas with a dexcom g7, following a first meal announcement at a glucose of 87 mg/dl during the initial meal adaptation period; the lowest cgm value noted was 65 mg/dl, and the event was managed with oral carbohydrates (orange juice). Symptoms included hypoglycemia. Outcomes included resolution of the low after carbohydrate treatment and user education on ongoing adaptation of meal dosing. Investigation included troubleshooting by reviewing the event details, meal announcement timing, and the ilet adaptive meal dosing behavior. Investigation of this case revealed that the low glucose was consistent with the device¿s early adaptation phase for first meal dosing based on weight, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related and attributable to early algorithm adaptation learning rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.